Event description:
It was reported that a user experienced sustained hyperglycemia for approximately five hours while using the ilet, during which the device alerted for high glucose and the user later discovered an empty cartridge; the user performed multiple infusion set changes and ultimately replaced the cartridge and infusion site, after which glucose trended down and subsequently normalized. Symptoms included no reported clinical symptoms. Outcomes included self-management without outside assistance and no medical intervention or hospitalization. Investigation included customer care follow-up and troubleshooting with education. Investigation of this case revealed that hyperglycemia was associated with an empty cartridge and resolved after replacement of the cartridge and infusion site, with no additional device performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.